Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; increased clear-appearing fluid; some exuberant synovitis; mild middle staining of the synovium; no bony ingrowth in the back of the cup. Femoral head added to complaint

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient underwent revision due to loosening of the acetabular cup.

Event description:
Update: (B)(4) 2014- litigation received. Doi provided. Litigation alleges elevated metal ion levels and bone erosion. Legal claim also received. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.